Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. It was stuck in motor error alarm loop during bolus. The motor was tested outside and passed. It may have had intermittent failure that was not detected. There was no motor position encoder error and motion sensor test failure alarms in the history. It had scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and tube. The drive support disk had no anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had motor error alarm, motor position encoder error alarm, and motion sensor test failure alarm. The blood glucose at the time of the incident was 12 mmol/l. The drive support disk was normal. The motor error alarm occurs every time the customer tries to fill the cannula. Troubleshooting was performed. The device was returned for analysis.